Event description:
The nurse reported there was insufficient aspiration and phaco power during surgery. There was no pt harm reported and no procedural delay. Five cases were cancelled. The biomedical engineer stated that the handpiece associated with this event did not actually cause an aspiration issue, but, intermittently the system would jump into pulse mode. The biomedical engineer performed troubleshooting with the company sales rep and discovered that if the phaco handpiece cord was stretched out, it would cause the system to jump to pulse mode.

Manufacturer narrative:
The company service rep examined the system and could not find any problems. The system was then tested and met all product specifications. The company service rep reviewed the event with the surgeon. The surgeon stated the problem was poor phaco power. The facility biomedical technician will order new phaco handpieces. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).